Event description:
It was reported that the pump had the following issues: dropped, replaced clutch, alarms audible alarm self test, watch dog failure, inter-connect board. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. There was no external damage noted. Event history log showed: acu (auxiliary control unit) watchdog and primary audible alarm post errors. Start-up, flow and occlusion tests were performed. The reported problem was not duplicated. The root cause could not be determined. Action(s) taken to mitigate the reported issue(s): replaced speaker as a preventative measure. A corrective and preventative action has been opened to address the reported issue.